Manufacturer narrative:
Unit received with operating currents within spec. Unit passed selftest, unexpected restart error test and displacement test. However, unit alarmed compromised force system sensor during basic occlusion due to slightly loose drive support disk. Unit received with cracked belt clip slot. Unit received with corroded battery tube. Unit received with minor scratches on lcd window.

Event description:
The customer reported via phone call that the insulin pump alarmed compromised force system sensor. The customer's blood glucose reading was unknown at the time of incident. Troubleshooting found that the drive support cap was sticking out. The customer was advised that the device would be replaced and to return the product for analysis.